Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) did not deploy. Hemostasis was achieved by manual compression. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach used. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle, and the syringe was received connected to the device. The advancer tube and the sealant remained in their manufactured positions, and the stopcock was found in the open position. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Dimensional analysis was performed to verify the distance between the proximal and distal tamp locks, which were measured and noted to be within specification. Per functional analysis, a simulated deployment test to ensure the functionality of the returned device was performed. The shuttle cartridge was first retracted to perform the test and then was able to be advanced and retracted to the black handle without issue. The advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. Furthermore, the sealant was deployed successfully. Per microscopic analysis, visual inspection at high magnification showed that the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages were found during microscopic examination. In addition, a split in the outer cartridge was verified. The reported event of ¿sealant-failure to deploy¿ was not confirmed through analysis of the returned device since there were no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the reported failure. However, procedural/handling factors (such as incomplete engagement of the advancer tube) most likely contributed to the failure to deploy event experienced by the customer since there were no functional anomalies observed with the deployment mechanism of the returned device and the sealant was able to be deployed without issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.